Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and two other circuit boards were replaced. Also, the software and calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to save patient images. No report of patient injury.